Manufacturer narrative:
One device was returned for evaluation. Visual testing was performed- found damaged dso seal. The dso seal replacement. Functional test was performed. Occlusion test wasn't used. Accuracy test was performed- test passed ehl was downloaded, shows many "high alarm displayed: downstream occlusion" messages. Primary problem with defective dso sensor. The dso sensor was replaced. No root cause was not determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the there was a "no answer" message from the device. There was no patient involvement and no consequence of the event.